Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone15.2. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported a medical event via medwatch report number mw5187193. The patient reported that while away on a trip, the omnipod did not administer proper insulin. As a result, the patient ended up in the hospital with diabetic ketoacidosis on (B)(6) 2025. The patient's blood glucose levels, pod site and duration of pod wear were not provided. Symptoms reported include elevated ketones. There was no treatment information, or length of hospitalization reported.